Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their leadless implantable pulse generator (ipg) is floating around and has moved six or eight inches. The leadless ipg remains in use. No patient complications have been reported as a result of this event.